Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Event description:
Litigation papers allege the patient has suffered injury as a result of the implantation of the device and may require surgical revision to remove and replace the device. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain and elevated metal ion levels. Report also noted blackened tissue, pseudotumor and some bone loss.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege the pt has suffered injury as a result of the implantation of the device and may require surgical revision to remove and replace the device. Doi: (B)(6) 2008 - no reported revision at this time.